Event description:
It was reported prior to use of bd microtainer® pst¿ tubes with lh (lithium heparin) - amber, an unspecified number of tubes contained liquefied gel in the cap. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 15-may-2025. Investigation summary bd received 1 sample and 1 photo for investigation. The photo showed one tube inside a plastic bag, but the reported condition could not be observed in the photo provided. The customer sample was evaluated for barrier gel characteristics and presence of additive. Presence of additive was found acceptable; however, barrier gel smear was observed on the sample. Additionally, fifty (50) retention samples were evaluated for barrier gel characteristics and presence of additive with acceptable results. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel smearing based on the return sample received. No additive issue was observed. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd microtainer® pst¿ tubes with lh (lithium heparin) - amber, an unspecified number of tubes contained liquefied gel in the cap. There was no health impact or consequences reported.